Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported "over infusion of heparin", which was not reproduced. Device investigation ran 29 flow samples under multiple conditions, flow rates, and volume to be infused and all test results were within specification. Physical inspection did not identify any component failures associated with the current reported symptom. The reported symptom was not confirmed through the event history log. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-09224 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a sigma spectrum pump over infused heparin to a patient. This event occurred on (B)(6) 2015 in the ICU on a (B)(6) male patient, (B)(6) with a diagnosis of non st-segment elevation myocardial infarction. The patient was started on a heparin infusion at 06:57am and the pump was programmed as follows: dose: 16 units/kg/hr (25,000units/250ml), rate: 10.4ml/hr, vtbi: 220ml. Nurse hand off (shift-report) took place at the patient's bedside at 07:00am and at approximately 07:15am (18 minutes into the infusion) both nurses checked the IV bag and observed approximately 50ml of fluid remaining in the IV bag. The infusion was stopped, both nurses checked the pump settings/programming and confirmed correct programming in correlation to the order and initiation of the infusion (rate: 10.4ml/hr, vtbi: 218ml, given: 2.1ml) then proceeded to turn the device off and notify the physician of the event . Vital signs were stable (unknown readings) and there were no apparent symptoms noted at the time of the event. The physician ordered discontinuation of heparin infusion, observe/ monitor patient closely, lab work- stat ptt and continue stat ptt labs until stable. Labs were drawn, stat ptt at 07:30am and came back as sample compromised, the machine couldn't process a result due to over dilution of blood sample, therefore no results. Repeat stat ptt drawn at 08:16 am and the result was 33.6 seconds. The patient had a planned transfer to an affiliated hospital, robert packer hospital for further cardiac work up. It was stated that the transfer was not as a result of the over infusion of heparin. Another stat ptt was drawn at robert packer hospital at 09:40am and the result was > 300 seconds. (> 100 seconds is considered a critical value). An inr was drawn at 21:00pm and the result was 1.16. On (B)(6) 2015, an inr was drawn at 04:00am and the result was 0.88. A baseline inr drawn on (B)(6) 2015 at 18:00pm was 0.86. The patient's hemodynamic state eventually stabilized. During the patients hospitalization at robert packer hospital he underwent a scheduled cardiac catheterization with results showing negative for obstructive disease and the patient was discharged to home on (B)(6) 2015 in stable condition.

Manufacturer narrative:
(B)(4). Baxter submitted a supplemental manufacturer report on 9/28/2015 stating that this record is no longer considered reportable. This information was reported in error and manufacturer report number 1314492-2015-09224 should remain a reportable event.